Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: investigators found a crack in case near upper right corner of display. There was damage to pump case. There was a leak due to a cracked pump case. There was moisture inside pump and moisture corrosion on keypad connector. The keypad was peeling from base. All keys are responsive. Evaluation revealed that there was contamination under all key contacts. The display was dim and pink. The battery compartment is cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.